Event description:
Based on medical records provided by the patient's attorney: (B)(6) 2004, patient underwent repair of a large ventral hernia with two composix kugel meshes. A partial abdominoplasty was also performed. On (B)(6) 2005 - hospitalized, uti with early urosepsis, admitted for IV antibiotic therapy. On (B)(6) 2006 - patient underwent repair of recurrent ventral hernia with composix kugel mesh. There was no mention of the previously placed composix kugel mesh. On (B)(6) 2006 - patient underwent incision and drainage of abdominal wall seroma. On (B)(6) 2006 - patient presented to the ER stating that she had fallen and sustained a contusion to her ribs. She stated that she recently started having pain in the mid to lower abdominal area where she had previous hernia repair. On (B)(6) 2006 - patient underwent repair of two incisional ventral incarcerated hernias with a bard flat mesh and a composix kugel. There is no operative report for this procedure included in the medical records. On (B)(6) 2006 - patient underwent wound debridement and excision of a previously placed mesh. The operative report notes that the patient was found to have dehiscence and infection of the wound and graft mesh that looked like it was being rejected. The graft was then removed. On (B)(6) 2007 - patient underwent excision of remaining mesh and repair of ventral hernia with component separation. There is no operative report for this procedure included in the medical records. On (B)(6) 2007 - patient treated for small bowel obstruction.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional information received. This is a patient with comorbidities of type 2 diabetes and hypertension, additionally this patient is a smoker who has had multiple abdominal surgeries. With the limited information available for the (B)(6) 2006 procedure, it is unclear if any of the three previously placed bard meshes were removed. A pathology report included from this procedure only shows a specimen of the hernia sac, and a culture report from (B)(6) 2006 shows bacterial growth. Currently, it is unknown whether the device may have caused or contributed to the reported event. It appears that the patient's (B)(6) 2006 recurrence was due to her taking a fall, and although there is no indication the device was the cause of recurrence, it is a known possible adverse reaction listed in the IFU. Additionally, the warning section of the IFU also states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." No sample was returned for evaluation, and with the information available, no conclusion can be drawn. See MDR 1213643-2011-00522 for information related to the other composix kugel mesh implanted on (B)(6) 2004. See MDR 1213643-2011-00524 for information related to the composix kugel mesh implanted on (B)(6) 2006. See MDR 1213643-2011-00525 for information related to the bard flat mesh implanted on (B)(6) 2006. See MDR 1213643-2011-00526 for information related to the composix kugel mesh implanted on (B)(6) 2006.